Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac montior exhibited premature battery depletion. Further information was requested however was not provided.